Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was installed onto a known good system in normal and did not trigger any related errors. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed current test. Upon visual inspection of the unit no issues were found that would be related to the reported event. The probable root cause is attributed to a failure in the pitch search light.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, error #32056 on universal surgical manipulator (usm) #4 was identified prior to starting post anesthesia and ports were placed. The customer attempted to recover it, but the issue reoccurred. Intuitive surgical, inc. (Isi) technical service engineer (tse) suggested to perform system reboot, but the issue was not resolved. Tse asked if it possible to start the procedure with only three usm¿s, but the customer denied. Tse reviewed logs and confirmed error #32056 pointing to usm #4. The procedure was converted to laparoscopic surgery with delay less than 15 min and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue resulted in a procedure delay. The procedure was converted due to problem on the arm. The procedure was converted to laparoscopic surgery. The problem occurred in the early morning as soon as they switched on the system before starting the procedure. They converted because they preferred to change the approach to lap for both the scheduled procedures. The conversion did not result in increasing port size incision or adding additional ports. The problem occurred before starting the procedure, so there were 4 ports. The patient tolerated the change. The customer reported a recoverable error on usm4. The site tried to recover it, but the problem reoccurred. The tse asked to perform a system restart after this step, but the problem was not fixed. The tse then asked if it was possible to start the procedure with only three arms, but the surgeon did not want to continue and decided to convert to laparoscopy. The tse saw on logs the error 32056 pointing usm4.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.